Event description:
Patient presented to the physician with prolonged no tongue motion, tongue tingling, and odynophagia. Imaging was performed and the stimulation cuff was suspected to have dislodged. Physician brought the patient into the operating room and found instead, a breach in the insulation of the stimulation lead, with exposed wiring. Physician removed the stimulation lead, placed a new stimulation lead, re-sutured, and closed the incision site. This resolved the issue.